Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's sensor would not connect with the transmitter; when the sensor was removed from their body the electrode fractured. The patient's blood glucose at the time of incident was 130 mg/dl. The caller reported that the customer's physician confirmed that the electrode was not still in the customer's body. No products were returned or replaced.